Event description:
A contact of a peritoneal dialysis (pd) patient contacted (B)(6) customer service to report that the liberty select cycler alarmed reported that the plastic tape is irritating the patient's skin. He isn't allergic to it and it isn't giving him a rash but he does have irritation when the tape is removed. The patient has been using it for 3 weeks now. The patient involvement was unknown; however, there was no harm or adverse event reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).